Manufacturer narrative:
Tiger aesthetics medical complaint#: (B)(4). Tiger aesthetics medical was unable to perform a device evaluation since the device was discarded by the customer. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The healthcare provider reported that the top of the capsule of the tissue expander ruptured. The tissue expander was replaced with another tissue expander during explanting. The device has been discarded.